Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. An attempt to reposition the lead was attempted without success, the patient's vien was occluded. No additional information was available.